Event description:
It was reported that device entrapment occurred. The target lesion was located on the left main coronary artery. The opticross was advanced for ultrasound examination for the target lesion. During the procedure, the guidewire was stuck and was removed by the catheter. The procedure was completed with another of same device. No patient complications were reported and the patient was stable following the procedure.

Event description:
It was reported that device entrapment occurred. The target lesion was located on the left main coronary artery. The opticross was advanced for ultrasound examination for the target lesion. During the procedure, the guidewire was stuck and was removed by the catheter. The procedure was completed with another of same device. No patient complications were reported and the patient was stable following the procedure. It was further reported that the catheter was unable to cross the guidewire and was kinked outside patient.

Manufacturer narrative:
H6: device code corrected from entrapment of device a150208 to difficult to advance a150205 and material deformation a0406.